Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer has been experiencing high blood glucose and that she has been treating his blood glucose with manual injections. During high blood glucose troubleshooting, the customer¿s blood glucose was over 600 mg/dl and his current blood glucose was 338 mg/dl. They said that his doctor changed his settings about 3 weeks prior. They declined to check for air bubbles in his tubing/reservoir because he is not connected. He¿s only connected to the pump. The customer declined to check for site/insulin issues because they stated that a new bottle was just opened. They were unsure if bolus wizard was programmed accurately. They reported that they receive several no delivery alarms. During no delivery alarm troubleshooting, it was resolved by a complete set change. The infusion set will be returning for analysis. The insulin pump and reservoir will not be returning for analysis.